Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced migrate, contraction, scarring, pain, recurrence, adhesions, healing, impaired.

Manufacturer narrative:
Additional info: b2 (removed other, added intervention required), b5, b7, d10, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced swiss cheese defects, mesh migration, mesh contraction, scarring, pain, recurrence, adhesions, open draining wound, mesh bunched up, and impaired healing. Post-operative patient treatment included abdominal wall reconstruction and wound vac.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced swiss cheese defects, mesh migration, mesh contraction, scarring, pain, recurrence, adhesions, open draining wound, mesh bunched up, impaired healing, infection, hematoma, inflammation, obstruction, feeling of stomach tying up in a knot, nausea, constipation, urinary retention, and weak urinary stream. Post-operative patient treatment included revision surgery, abdominal wall reconstruction, wound vac, and medication. Concomitant device: ethicon ultrapro mesh and gore bio-a tissue reinforcement.

Manufacturer narrative:
Additional information: b5, b7, h6 (ime, imf codes, ime e2402: weak urinary stream). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (ime code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.